Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Customer changed out the cartridge and was successfully able to resume insulin deliver without additional occlusion alarms.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.